Manufacturer narrative:
The insulin pump was received with unresponsive button keypad due to moisture damage on electronics assembly. No damage in the keypad assembly noted. No moisture damage noted on motor, vibrator motor or battery tube assembly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 140 mg/dl. The customer stated that the insulin pump fell into the pool. He stated that he had set his insulin pump on the ledge of the insulin pump, and it accidentally got kicked into the water. He stated that he found the device at the bottom of the pool. He observed fluid under the liquid crystal display. He noted some wear and tear on the insulin pump, as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.